Event description:
Pt inplanted in the uppper nd lower vermilion borders in 2000. Ten days later site re-suture, seven days later implanted trimmed and site re-suture, eight days later site re-suture. The implant was explanted one month later.